Event description:
Customer questioned ise (ion selective electrode) module patient results which include sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium due to low anion gaps on their dxc 600i clinical chemistry system. The anion gap was used to evaluate the performance of the ise module since unexpected anion gap results could relate to errors in na, k, cl, or co2 measurements. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided patient data for three (3) patients.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse inspected the instrument and confirmed low ise (ion selective electrode) calibration results for na level 1 sample reference. The fse determined the cause of failure was due to the carbon bridge. The fse replaced the carbon bridge which resolved the issue. No further issue noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).